Event description:
The patient had a spinal fusion and so there was concern with the catheter. The patient was ¿lined up¿ for a new catheter but the catheter was not replaced during surgery. There were no symptoms reported. The pump was infusing morphine. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2008-(B)(6), product type catheter product ID 8709sc, serial# (B)(4), implanted: 2008-(B)(6), product type catheter. (B)(4).